Manufacturer narrative:
See d9,h3 h4 and h11. Complaint has been evaluated and is similar to previous report number 1644408-2020-00370; 804-06-057, s303-broke/cracked/damaged, instrument failure. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. RMA examination: the instrument was returned to djo and after further examination, the threads of the knob's screw broke.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Instrument failure: instrument broke, pieceleft in patient.